Manufacturer narrative:
This report is submitted on october 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced facial numbness, discomfort and pain with device use and was subsequently administered steroids (type and date not reported). Reprogramming attempts were made to resolve the issue and the patient is being managed by the health care provider.